Event description:
It was reported that this a pacemaker patient presented to the emergency room, and the non-boston scientific right ventricular (rv) lead exhibited loss of capture (loc). In addition, fine noise was occurred. Boston scientific technical services (ts) indicated that the thresholds had been variable from 1.2v to 1.9v, and recommended troubleshooting options. It was noted the patient was being externally paced. The device output was increased and this patient/system will continue to be monitored. This pacemaker system remains in service. No additional adverse patient effects were reported.